Event description:
The customer called into philips for help. They communicated that a default was shown on the main screen and a discontinuous software alarm is on. Also, they went through the diagnose procedure which indicated a software error on pca main board. No patient or user involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips for help. They communicated that a default was shown on the main screen and a discontinuous software alarm is on. Also, they went through the diagnose procedure which indicated a sw error on pca main board. No patient or user involvement.